Manufacturer narrative:
(B)(4).

Event description:
It was reported that an applicator deployment occurred. The sensor was inserted into the arm on (B)(6) 2025. Product was provided for investigation. The applicator was provided for investigation. An external visual inspection was performed and failed due to broken needle. The wearable was also provided for investigation. An external visual inspection was performed and passed. The allegation was not confirmed. However, a broken needle was found in connection to the reported allegation. The probable cause of the broken needle could not be determined. No injury or medical intervention was reported.